Manufacturer narrative:
Follow-up # 1 date of submission 09/17/2013-device evaluation: the pump has been returned and evaluated by product analysis on 08/29/2013 with the following findings:during testing, the pump powered on to the verify screen with no sound. The pump cover was opened and a failed electrical connection was found in the audible alarm circuit.

Manufacturer narrative:
Animas has requested the subject products to be returned for evaluation however the products have not yet been returned or evaluated. If animas receives the product animas will inform the FDA of any products that fail evaluation in a supplemental report.

Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a audio tone/vibration (no sounds) issue. The reporter alleged that the pump had no audio tones and occurred on 06/14/2013. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.